Event description:
A falsely elevated advia centaur progesterone result was obtained by the customer on a patient sample and considered discordant when compared to lower results when repeated on a new reagent lot. The customer noted an out or range quality control level three result and observed that the reagent pack was grainy in appearance. The discordant sample was repeated on a new reagent lot and the results were reproducible. There was no report of adverse health consequences due to the discordant high advia centaur progesterone result.

Manufacturer narrative:
The cause for the initially discordant high patient result and out of range quality control level three result is unknown. The customer observed that the reagent pack was grainy in appearance and at the time of the issue and may be a contributing factor. A new progesterone reagent lot was replaced and the customer observed acceptable quality control and patient results. There have been no other reported customer complaints of progesterone reagent packs with a grainy appearance for lot 259. No conclusion can be drawn. The instruction for use (IFU) states the following under the loading reagents section: "ensure that the system has sufficient primary and ancillary reagent packs. For detailed information about preparing the system, refer to the system operating instructions or to the online help system. Caution: mix all primary reagent packs by hand before loading them onto the system. Visually inspect the bottom of the reagent pack to ensure that all particles are dispersed and resuspended." The instruction for use (IFU) states the following under the quality control section: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results."